Event description:
(B)(6) previously undergone peg tube insertion for dysphagia secondary to head and neck cancer. He had two days of difficulty flushing the peg tube. He also had increased pain at the site and evidence of infection. CT abdomen ((B)(6) 2008) revealed that the mushroom tip of the catheter was in the subcutaneous space with a subcutaneous abcess. The stomach appears to have fallen away from the peg tube site overlying the abdomen, and there appeared to be additional easy access for peg tube placement in a different section. Review of systems revealed he had ongoing pain in his neck and throat for which he took hydrocodone acetaminophen solution via his peg tube. He also received clindamycin solution for neck cellulitis. Procedure: removal of percutaneous endoscopic gastrostomy tube, incision and drainage of abdominal wall abcess, insertion of new percutaneous endoscopic gastrostomy tube. Anesthesia: general endotracheal via cannulated tracheostomy. Complications: none. On concurrent chemotherapy: received cisplatin, docetaxel, 5-fluorouracil and erlotinib.